Event description:
It was reported that a piece of chisel blade broke off into the patient while the surgeon was malleting. The surgeon retrieved the fragment from the patient and was able to complete the procedure with no further problem. This report is for file (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for a product development evaluation and the blade was broken as noted. The break started approximately 10 mm from the left side of the cutting surface and extended back at approximately a 45 degree angle. There were 6 big chips out of the cutting surface; 2 on the far left side (on the broken piece), 1 at the break, and 3 on the far right side. The cutting edge of the loose piece was noticeably twisted at the break. The fracture surface was homogenous, which indicates that the material was uniform. This chisel blade has been available since 1994. The complaint condition was most likely caused by misuse and is not a design or manufacturing related issue. This complaint is invalid from a design standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2011. Placeholder.